Event description:
The customer arrived to the emergency room for high bgs. Suggested to take manual injections per md protocol. Also it was informed that the set was changed to resolve the complaint. Troubleshooting was performed. The insulin concentration, programming, and histories on the pump were accurate.